Event description:
Initially the physician planned to extend the right iliac leg graft past the hypogastric. Once the leg graft was placed the landing zone, appeared to be short of the desired site. Since the pt's iliac was aneurysmal, and the graft had not provided what was deemed sufficient coverage, an iliac leg extension was placed, sealing off the aneurysm and extending the graft distally. Endoleak was resolved.